Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient was prescribed pain medication. Database analysis revealed no anomalies and device appeared to be working as expected.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient was prescribed pain medication. Database analysis revealed no anomalies and device appeared to be working as expected.